Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced loss of ventricular capture. The loss of capture (ventricular) occured at up to 7.5 volts. An invasive procedure was performed and the leads were found to have high thresholds (3.8 volts) and a new rate sensing lead was implanted. The rate sensing portion of the transvenous defibrillation lead was capped. The physician and representative do not believe the problem is device header related. The ICD is not FDA approved in the united states and is involved in a product advisory.